Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced low flow and decreased power consumption alarms. Per logfiles report, the low flow associated with lower power were within normal speed. A computerized tomography angiogram (cta) and a echocardiogram were performed showing normal results. The patient had an international normalized ratio (inr) of 1.7 and was started on a heparin drip, the lactate dehydrogenase (ldh) and haptoglobin were normal. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. On the initial regulatory report, the event description stated that the patient experienced low flows and decrease power, that has been corrected to state that the vad exhibited low flows and decrease power consumptions alarms. Additional information was added to the event description and the coding (annex a, e, f,) were updated to reflect that . Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. .

Event description:
It was further reported that the vad exhibited low flows and decreased power consumptions alarms and that a thrombus was suspected and the vad had intermittent grinding sounds. The chest cta results showed no evidence of thrombus and patency of the inflow or outflow cannula. It was also stated that hypertension was the likely cause of the low flow alarms and there was a change in the blood pressure medication. The patient also experienced headaches and a computerized tomography (CT) head scan was performed an the result showed that the patient experienced an intracerebral brain hemorrhage (ich) without neurologic deficit. The subarachnoid was contrast stained versus hemorrhage layering along the left parietal sulci following the left third marginal coronary artery (m3) thrombectomy. There was no evidence of acute ischemia and the patient did not undergo interval thrombectomy which made high density material in the parietal lobe which was most consistent with small amount of subarachnoid hemorrhage. The perfusion to the bilateral cerebral hemisphere is normal and symmetric with interval resolution of the previously seen increase maximum time (tmax) involving the left middle cerebral artery territory. A transesophageal echocardiogram (tee) was performed and there it was notice that there was severely decreased global left ventricular systolic function. The left ventricular ejection fraction by visual estimation was 30 percent and the left ventricle (lv) size was normal and lv wall thickness was mildly increased at bassline. The patients right ventricular size was mildly enlarged and the right ventricular global systolic function was mildly reduced. The patient warfarin was not initially stopped and the patient's inr was 2.1 to 2.3, and a heparin drip was initiated on the admission. The patient was later discharged home after the blood pressure was controlled, the low flows alarms has stopped. The vad sounds of intermitted grinding continued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow and low power events were confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2021 to parameters below the normal operating range and (14) low flow alarms recorded since 17/may/2021. The reported "intermittent grinding sounds" could not be confirmed due to insufficient evidence. Information received from the site indicated that hypertension was the likely cause of the low flow alarms and there was a change in the blood pressure medication. A chest computerized tomography angiogram (cta) showed no evidence of thrombus and patency of the inflow or outflow cannula. The patient also experienced headaches and a computerized tomography (CT) head scan showed that the patient experienced an intracerebral brain hemorrhage (ich) without neurologic deficit. A transesophageal echocardiogram (tee) revealed severely decreased global left ventricular systolic function; the patient's right ventricular global systolic function was also mildly reduced. A heparin drip was initiated and the patient was discharged after blood pressure was controlled. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low power and low flow events may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Based on the risk documentation, the reported pump ¿intermittent grinding sounds¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus, neurological dysfunction, and hypertension are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on 17-may-2021 and 14 low flow alarms logged on 17-may-2021. Of note, it was reported that the patient was started on a heparin drip. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.